Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
The bristles became loose, they went down my throat, [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (sensodyne complete toothbrush soft) toothbrush (batch number m42679500/82962, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started sensodyne complete toothbrush soft. On (B)(6) 2022, an unknown time after starting sensodyne complete toothbrush soft, the patient experienced foreign body in throat (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. The action taken with sensodyne complete toothbrush soft was unknown. On (B)(6) 2022, the outcome of the foreign body in throat was recovered/resolved. On an unknown date, the outcome of the product complaint was unknown. The reporter considered the foreign body in throat to be related to sensodyne complete toothbrush soft.this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via consumer via call center representative (phone) on 08jul2022. The consumer reported that "sensodyne toothbrush-the bristles became loose, they went down your throat, so I ended in the hospital, to get my throat cleaned". Follow up information was received on 13jul2022 from quality assurance (qa) department regarding complaint (B)(4) for lot number m42679500. Product name was updated from sensodyne complete toothbrush soft to sensodyne true white toothbrush. Investigation evaluation: receipt sample: schiffer didn't receive the sample for investigation, yet. Verbatim: sensodyne toothbrush- the bristles became loose notice: the following details assume that it is product of schiffer. Root cause analysis: the review of manufacturing/packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Complaint conclusion: unsubstantiated. Product complaint number is (B)(4). Follow up information was received on 13jul2022. Consumer reported that " I am so annoyed with your response as the incident ruined 3/4 days of my holiday. I will not buy sensodyne toothbrushes in future. I certainly hope this does not happen to anyone else. I await your response. If I need to send the product to you, please let me know the address." Follow up information was received on 25jul2022 from quality assurance (qa) department regarding complaint (B)(4) for lot number m42679500. Investigation evaluation: root cause analysis: the review of manufacturing/packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Complaint conclusion: unsubstantiated. Product complaint number is (B)(4).

Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (sensodyne complete toothbrush soft) toothbrush (batch number m42679500/82962, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started sensodyne complete toothbrush soft. On (B)(6)2022, an unknown time after starting sensodyne complete toothbrush soft, the patient experienced foreign body in throat (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. The action taken with sensodyne complete toothbrush soft was unknown. On (B)(6) 2022, the outcome of the foreign body in throat was recovered/resolved. On an unknown date, the outcome of the product complaint was unknown. The reporter considered the foreign body in throat to be related to sensodyne complete toothbrush soft.this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via consumer via call center representative (phone) on 08jul2022. The consumer reported that "sensodyne toothbrush-the bristles became loose, they went down your throat, so I ended in the hospital, to get my throat cleaned". Follow up information was received on 13jul2022 from quality assurance (qa) department regarding complaint (B)(4) for lot number m42679500. Product name was updated from sensodyne complete toothbrush soft to sensodyne true white toothbrush. Investigation evaluation: receipt sample: schiffer didn't receive the sample for investigation, yet. Verbatim: sensodyne toothbrush- the bristles became loose notice: the following details assume that it is product of schiffer. Root cause analysis: the review of manufacturing/packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Complaint conclusion: unsubstantiated. Product complaint number is (B)(4). Follow up information was received on 13jul2022. Consumer reported that " I am so annoyed with your response as the incident ruined 3/4 days of my holiday. I will not buy sensodyne toothbrushes in future. I certainly hope this does not happen to anyone else. I await your response. If I need to send the product to you, please let me know the address." Follow up information was received on 25jul2022 from quality assurance (qa) department regarding complaint (B)(4) for lot number m42679500. Investigation evaluation: root cause analysis: the review of manufacturing/packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Complaint conclusion: unsubstantiated. Product complaint number is pqc150125. Follow up information was received on 07sep2022 from quality assurance (qa) department regarding complaint (B)(4) for lot number m42679500. Investigation evaluation: schiffer received the sample for investigation. Verbatim: sensodyne toothbrush - the bristles became loose, they went down my throat, so I ended in the hospital, to get my throat cleaned. I took a bus and then a taxi to the hospital and spent money on my trip.notice: the following details assume that it is product of schiffer. Root cause analysis:investigation according the shared lot code from toothbrush made.remaining information are traced back and giving us the following information:result: toothbrush made by mc schiffer. Production date: (B)(6) 2018. Production order: (B)(4). Lotcode: s8254053 s a operator: 053 line: b027. The analysis includes visual and microscopic inspection, view of product review.the product is monitored and documented by production control in each shift. Deviations were not documented. The in-process controls include, among other checks, checking the tuft retention force, counting the number of filaments and measuring the filament diameters.all quality controls have been passed according to specifications. Review of relevant manufacturing batch records are done. The toothbrush was manufactured according to current specifications.no recall has been started by this article. The microscopic examination shows that the end rounding on the blue filaments is appropriately present.the anchor position is correct. The bundle filling is within the specified tolerance. Furthermore, the inspection revealed crush marks on the filaments and strong damage to the brush head. This damage is obviously caused by inappropriate use. The investigation report concluded the complaint as an unsubstantiated.